Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast ablation device with a rfg3 generator to treat 6 segments in the great saphenous vein (gsv). The device was not reprocessed. The lumen was flushed prior to use. IFU was followed during preparation, procedure and post procedure. No guide wire was used for the insertion of the catheter. No proper temperature was reached. It was reported that an error message occurred, the generator displayed "device broken insert new device." A second catheter was plugged into inserted and same message was displayed. The unit was powered on and off the same error occurred. A third catheter from a different lot was used to complete the procedure. The two catheters with error messages were noted to be expired products. There was no reported injury to patient.